Event description:
Failure to alarm: nurse, reported a lack of leak alarm on patient. The nurse had noticed there was a leak in the dressing but there was no leak alarm.

Manufacturer narrative:
Additional investigation in-progress, results of the investigation will be provided in a supplement report.

Manufacturer narrative:
No pictures or lot numbers information was provided for the soft port system investigation. Therefore no visual or device history record review could be performed. The device history record for the renasys ez plus negative pressure pump, serial number (B)(4), indicated the unit was manufactured in accordance with the device master record, and no discrepancy or rework was noted. Since, the negative pressure therapy involves various elements within a system (i.e. Pump, canister, soft port etc.), it is difficult to determine and assign a definitive root cause of the complaint described without additional clinical information for this event. The distributor inspection results showed that the device functioned according to operation test procedure both prior to after the reported event. Clinician indicated ¿based on information obtained in the report; refer to renasys clinical guidelines to ensure a proper seal has been achieved. When there is a proper seal, all portions of the dressing should be compressed and firm to the touch with no leaking or pooling of fluids. Additionally, it is stated adhesive gel patch was used to secure the dressing which is reported to be on a sacral wound. In accordance with the renasys clinical guidelines, the adhesive gel patch is indicated for use with low to moderate amounts of drainage. However, there is no mention of the type or amount of exudate documented in the report. It would be useful to visualize and review technique dressing application in reference to the difficult anatomical areas referenced in the report. The most probable cause for issues with the dressing may have been attributed to user technique. Root cause for the failure to alarm is undetermined. However, as a result of similar complaints smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. (B)(4).

Event description:
Failure to alarm: nurse, reported a lack of leak alarm on patient. The nurse had noticed there was a leak in the dressing but there was no leak alarm.